Event description:
It was reported that this patient's communicator showed a red call doctor (rcd) icon which indicates a potential change in the patient's implanted device, that was not able to be successfully transmitted. Technical services guided this patient with troubleshooting and after power cycling the communicator, the issue was solved, the rcd icon was no longer lit. Further information was received indicating the rcd alert was triggered due to a right ventricular pacing impedance out-of-range measurement, that caused a lead safety switch in the rv lead. The patient was seen in the clinic and there it was elected to keep the lead programmed in unipolar mode and keep monitoring the patient. Reportedly, the patient does not pace in the rv. This implantable pulse generator (pacemaker) remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's communicator showed a red call doctor (rcd) icon which indicates a potential change in the patient's implanted device, that was not able to be successfully transmitted. Technical services guided this patient with troubleshooting and after power cycling the communicator, the issue was solved, the rcd icon was no longer lit. Further information was received indicating the rcd alert was triggered due to a right ventricular pacing impedance out-of-range measurement, that caused a lead safety switch in the rv lead. The patient was seen in the clinic and there it was elected to keep the lead programmed in unipolar mode and keep monitoring the patient. Reportedly, the patient does not pace in the rv. This implantable pulse generator (pacemaker) remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.